Event description:
On (B)(6) 2013, the patient¿s mom/patient contacted lifescan (lfs) on behalf of the patient to report that the patient had a low reading of 36 mg/dl after they had communication issues between the meter and pump. The reporter claimed that there was a time that the patient was given too much insulin because they thought the programmed bolus dose was not received by the insulin pump via the meter. The patient was treated by his grandmother with syrup. The patient¿s blood glucose was corrected at the time of concern. During troubleshooting, the patient verified a trail air bolus of 2 units was performed successfully. The reporter was advised to monitoring bolus with meter remote if the rf communication should be lost again and to confirm bolus was given in the pump history before delivering another bolus. The subject pump was set to channel 7 and is working accordingly. This complaint is being reported due to possible use error (too much insulin was given without checking the pump history to see if the initial dose had gone through). Subsequently, the patient required hypoglycemic treatment for a blood glucose reading of 36 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.